Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent implant procedure in mexico. Post-operative, on (B)(6) 2018, patient underwent hardware removal due to infection and non-union. During the removal, the titanium (ti) cannulated tibial nail-ex, ti end cap and two (2) proximal screws were removed. The tibia was reamed, and then tissue specimens were collected and sent to the laboratory. Antibiotic beads were applied as a treatment for the infection. Patient outcome was unknown. The procedure was completed successfully. This report is for one (1) 9mm ti cannulated tibial nail-ex/375mm-sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review was unable to be completed due to invalid lot number. Code 3191 used to capture required surgical intervention and device removal due to infection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.